Event description:
Related to MFR report# 2183959-2012-00290. The pt was implanted with an ams elevate posterior graft. It was reported that the pt has experienced physical pain and suffering, has sustained permanent injury, and will likely undergo corrective surgery.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.